Event description:
Treatment of an aneurysm. It was reported that during coil delivery, resistance was encountered and the coil prematurely detached while being pushed into the aneurysm. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation without the implant coil. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).